Event description:
It was reported that the insulin pump had an error alarm, and the customer could not clear the alarm. It was stated that the customer had to discontinue use of the device and treated with manual injections. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.